Event description:
Three patient samples were tested for calcium and the results were 7.4, 7.8, and 7.7 mg/dl. When repeated, the results were 9.6, 9.8 and 9.8 mg/dl respectively. The field service representative found the rinse nozzle was causing the cuvettes to overflow. He repaired the instrument by cleaning the tubing and valves for the waste system.